Event description:
It was reported that this device has been showing a premature battery depletion (pbd) behavior. The remaining battery level has been reduced in a short period of time. Last year it was in seven years and this year the device shows a calculated life expectancy of 3.5 years. Engineering reviewed the diagnostic data and confirmed the power consumption of this device has been increasing during the past year. The expected power consumption is about 35 uw, however this device is consuming 67 uw and the power consumption is expected to continue increasing. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis.

Event description:
It was reported that this device was showing a premature battery depletion (pbd) behavior. The remaining battery level was reduced in a short period of time. Last year it was in seven years and this year the device shows a calculated life expectancy of 3.5 years. Engineering reviewed the diagnostic data and confirmed the power consumption of this device had increased during the past year. The expected power consumption was about 35 uw, however this device was consuming 67 uw and the power consumption was expected to continue increasing. This device has been explanted and is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned pacemaker was analyzed and the "cause traced to component failure" conclusion code was selected based on analysis of the returned product which found evidence which meets criteria for an actual ongoing investigation, related to evidence of hydrogen induced leaky by pass capacitors. The ongoing investigation has deemed this to be a component issue.

Event description:
It was reported that this device has been showing a premature battery depletion (pbd) behavior. The remaining battery level has been reduced in a short period of time. Last year it was in seven years and this year the device shows a calculated life expectancy of 3.5 years. Engineering reviewed the diagnostic data and confirmed the power consumption of this device has been increasing during the past year. The expected power consumption is about 35 uw, however this device is consuming 67 uw and the power consumption is expected to continue increasing. This device has been explanted and has been returned for analysis. No additional adverse patient effects were reported.